Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the balloon was pretested prior to insertion; however, during insertion, the balloon was found to have a leak. There was no delay in treatment and no reported pt complications as a result of this occurrence. Additional info received on (B)(6) 2010 from the distributor stated that a new ai-07135 was inserted.